Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that "non-critical device failure detected¿ error message displayed. The device was in clinical use for patient at the time of the event, but there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Information regarding the device use at the time of event is updated to unknown even after sufficient emails.